Manufacturer narrative:
The insulin pump was not received with a button error alarm. The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The device was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt after the customer had been caught in torrential downpour. She stated that she got soaked, so the insulin pump had been exposed to significant moisture. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.